Manufacturer narrative:
H4: the device was manufactured from april 7, 2020 - april 8, 2020. H10: the actual device was received for evaluation. The sample was returned to the plant containing 234 ml of residual drug fluid in the bladder of the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under-infused; further described as "did not infuse". This was observed after use of the device. It was reported that the peripherally inserted central catheter (PICC) line had blood return and the lines flushed without issues. The device had been filled with piperacillin/tazobactam 18000mg in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.